Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device and again these electrode pads were not detected. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.